Manufacturer narrative:
Stryker evaluated the device and the patient electronic data file, and the reported issue was not verified. The root cause of the reported issue could not be established. After completing other unrelated repairs, proper device operation was observed through functional and performance testing, and the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device failed to detect connected electrodes and sense the patient. In this state, the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however, no adverse event was reported.